Manufacturer narrative:
The pump had a cracked case at the display window corner, broken battery tube threads, a cracked reservoir tube lip and minor scratches on the display window. The test reservoir locked/clicked in the reservoir tube properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that there was reservoir compartment damage and that the reservoir would not stay locked inside of the insulin pump anymore. The patient has to tape the reservoir into the device. The patient's blood glucose at the time of incident is unknown. The insulin pump will be returned for analysis.